Event description:
The reporter alleged discrepant results were obtained on the suspect device when compared to a lab. The device result reported was >8.0 inr and the lab result reported was 5.2 inr. The device was replaced and requested to be returned for evaluation.